Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09275. It has been reported the pt complained the battery had allegedly flipped in the pocket which led to a change in stimulation. The physician did not find any evidence of this as x-rays showed no anomalies. The physician attempted to revise the lead placement to obtain adequate coverage but could not advance due to scar tissue. He decided to explant the entire system due to an inability to make improvements. No further pt complications were reported.